Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('expulsion') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test.". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog"), mood swings ("mood swings") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014, hyst. (Full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, autoimmune disorder, menorrhagia, allergic rash, allergic skin reaction, psychological trauma, fatigue, alopecia and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, mood swings and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, alopecia, autoimmune disorder, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, mood swings, pelvic pain, psychological trauma, weight increased and allergic skin reaction to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('expulsion') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test.". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition, rashes or skin conditions"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog"), mood swings ("mood swings"), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014, total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, autoimmune disorder, menorrhagia, dermatitis allergic, psychological trauma, fatigue, alopecia, weight increased and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, mood swings and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune disorder, back pain, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, mood swings, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: reporter information updated, new event abnormal bleeding (vaginal) added. Event coding for rashes or skin conditions updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device expulsion ('expulsion') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test.". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergic rash ("allergy: rash/skin condition"), allergic skin reaction ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), feeling abnormal ("brain fog"), mood swings ("mood swings") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014, hyst. (Full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, autoimmune disorder, menorrhagia, allergic rash, allergic skin reaction, psychological trauma, fatigue, alopecia and weight increased outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, mood swings and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, alopecia, autoimmune disorder, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, mood swings, pelvic pain, psychological trauma, weight increased and allergic skin reaction to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events "pelvic/ abdominal, chronic, back, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, breakage/ expulsion, autoimmune disorder, psych injury, fatigue, hair loss, weight gain, brain fog, mood swings, bloating, plaintiff did not undergo this test" were added. Outcome of events "pain, other" were updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.